Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the permanent cautery spatula instrument had broken cables. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery spatula instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.